Manufacturer narrative:
Patient's birth year: 1957. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a wire became stuck inside the catheter. The target lesion was located in the distal superficial femoral artery popliteal. A 150cm rubicon 14 was selected for use. During the procedure, it was noted that a non-bsc wire became stuck inside the device. The wire was eventually released after manipulation. There were no patient complications and the patient's condition was okay.